Event description:
Pt being transported from ER to ICU. Pt agitated, causing hi pressure alarm- ventilator failed to respond. Pt's o2 stats went from 96-98% to 89-90%. No injury to pt. The ventilator alarm sounded only intermittently rather than continuously.